Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the local representative who reported that this patient, who is not pacemaker dependent, was seen for a wound check post-implant procedure. The right ventricular (rv) capture was up to 5.0 volts. No patient syncope was noted. The physician felt tht the lead had dislodged when the patient moved their arm.